Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was admitted after receiving high voltage shock. Interrogation of the device displayed aborted shock and possible circuit damage. Externalized conductors were visible under fluoroscopy. The lead was explanted and replaced during device change out due to normal eri. The patient is doing fine.